Event description:
It was reported the patient presented to the emergency room with hypotension and pauses in heart rate. Review of the egms revealed ventricular oversensing of noise. Increased capture threshold and pacing lead impedance were observed. The device was reprogrammed. The sense/pace portion of the lead was replaced.

Manufacturer narrative:
.

Manufacturer narrative:
A partial lead, consisting of the connector legs, was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.